Manufacturer narrative:
This case is considered as a permanent decrease in visual acuity due to scarring or distortion. The indications and replacement & wear schedule sections of the package insert states "the lenses are not intended to be cleaned or disinfected and should be discarded after a single-use." And "the patient should be instructed to start the next wearing period with a fresh new lens." The actually device was not made available for evaluation. Evaluation of retained samples were found to met specification for all testing performed. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. (B)(4)

Event description:
A patient's mother reported her son experienced irritation associated with wear of freshlook one day contact lenses. He sought care from an eye care practitioner who diagnosed a corneal ulcer with 80% vision loss. Follow-up information received from the mother on august 17 reported medications currently in use include acular and cisteine and are to be used until (B)(6) 2010. Vision loss is expected to be permanent. The doctor informed her that a corneal transplant is ideal, but a rigid contact lens will be tried first to correct vision. She declined to provide medical professional information, but stated that the optical shop instructed her son to use the one day lenses more than once and that he cleaned lenses with "physiologic saline solution." No further information has been made available at this time.